Manufacturer narrative:
Patient information not provided/unknown. (B)(4).

Event description:
It was reported that an unknown biomet driver did not correctly engage the implant (B)(4) causing the implant to lose sterility. Another implant was placed during the same procedure.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. The device shows signs of wear consistent with use at the threads and collar. The internal drive feature was noted to contain a small amount of damage at the internal hex. The reported driver was not returned for inspection. The implant was functionally tested, and it was noted that a house iipdtl driver would hold the implant loosely, but would not click. The complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The complaint is confirmed for the functionality of the implant; however the conditions of the unknown reported driver cannot be verified. It is stated by the customer that the driver functioned as intended. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.